Event description:
It was reported that, "pt was dislocating her right hip. A constrained insert was implanted in 2008. In 2009, pt dislocated again with this constrained liner. During the revision, it was found that the constrained liner was loose and dislocated from the cup. The insert and 22 mm head were replaced with the same size".

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.